Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information or samples become available a follow-up report will be submitted.

Event description:
It was reported that a 500ml eva bag tpn seemed to have particles floating inside the bag. The event occurred during filling of the bag. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.